Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. The device logs were last synced (B)(6) 2025, and therefore data for the (B)(6) 2025 event could not be reviewed. No device malfunction alerts or errors were noted in available logs. Multiple factory resets and frequent meal announcements were observed, which may have impacted algorithm learning. Based on available information, the cause of the event could not be determined. Should additional information become available, a supplemental report will be submitted.

Event description:
The caregiver reported that on (B)(6) 2025 the user experienced a seizure associated with a low blood glucose (bg) event. The user has a known history of epilepsy. The event occurred four days after a factory reset. According to the report, the user had returned to using the device but did not follow proper learning phase instructions. Emergency glucagon and glucose tablets were administered.